Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the entrapment of device associated with clip becoming caught in the chordae appears to be related to patient anatomy and due to long restrictive leaflets. A cause for mitral valve insufficiency/ regurgitation however, cannot be determined. Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report device entrapment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and long restrictive leaflets. An xtw clip was inserted and the mitral valve was grasped without issues, reducing mr to a grade of 1. However, after deployment, the mr slightly increased to a grade of 2-3. It was noted that the clip remained completely closed/stable on the leaflets and there was no tissue damage observed. To further reduce mr, an ntw clip was inserted. While in the left ventricle (lv), the clip became caught in the chordae. Troubleshooting was performed but the clip was unable to be removed from chordae. The clip was able to be deployed on both leaflets, but mr returned to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.